Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported bleeding (hemorrhage) resulting in hypotension appears to be related to procedural conditions associated with the access point in groin. Hemorrhage and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 1. Shortly after the procedure, it was observed the patient blood pressure decreased. It was suspected that this was caused by a bleeding from the puncture point. For treatment, blood transfusion was performed.